Event description:
It was reported that a patient had a total knee replacement procedure on an unknown date and suture was used. The patient developed wound dehiscence on an unknown date. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. There are two possible devices involved in the event as follows: coated vicryl plus antibacterial: product code: vcp864d, batch dk2974, mfg date: 09/1/2011, exp date: 07/31/2016; coated vicryl (polyglactin 910) suture: product code: j864d, batch dj7116, mfg date: 08/1/2011, exp date: 07/31/2016.

Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Redness. The suture was placed in the deep dermis on (B)(6) 2011. About three weeks post operatively, the patient developed redness in multiple locations along the incision, exactly where the suture was placed. The patient also was weak because he lost (B)(6) since the surgery and had diarrhea. The patient did not have a reoperation. The patient was admitted for intravenous antibiotics. As of (B)(6) 2011, the wound looked good. There were no open areas, no drainage and no signs of infection. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for suture knot tensile strength and they met the requirements.